Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set separated the following information was received by the initial reporter with the following verbatim: rcc received a complaint via phone. Pir attached. Pharmacist states they use the alaris infusion set 11532269 for some of their hazardous medications. They attach the ICU medical spinning spiros connector to the end of the set. They have used this set up for a long time now, however they have recently had a few instances of the spiros connector coming off of the alaris set. Pharmacist asking if there has been any changes to the alaris set 11532269 which could be causing this. Pharmacist asking if we have any other suggested product for them to use.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of spiros connector having issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 11532269 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.